Manufacturer narrative:
It was stated that the doctor tried to introduce the stent into the opening of the non medtronic y hemostatic valve and, when trying to introduce the stent into the hemostatic y, the stent did not advance. Product analysis: the stent was not positioned between the markerbands as per specification. The stent had moved proximally on the balloon. Deformatio n was evident to proximal, mid and distal stent wrap with struts raised/bunched/overlapping. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepped per IFU. It was also stated that when the doctor removed the stent from the protective box, he realized that the stent was not fully attached to the balloon of the delivery system. The stent was not introduced in the patient, as the product failure was noticed before. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat the ostial circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed by percutaneous arterial access. No further patient injury reported.